Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found the power input plug to the uninterrupted power source (ups) was melted and the input socket was damaged. Field service engineer replaced the ups to resolve the issue. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a burning smell coming from their intralase.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
H11. Additional narrative: h4. Device manufacture date (mm/dd/yyyy): 07/05/2011. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.